Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that difficulty removal of catheter occurred. A 5f expo guide catheter was selected for use. During the procedure, it was noted that the catheter was kinked and so, difficulty removing the catheter was encountered. Furthermore, the physician managed to remove the catheter by rotating and pulling it back slowly without any damage on the artery. No patient complications were reported and patient's status is fine.